Event description:
Caller reportedly received the following results on an advantage meter, compared to a professional meter, within 10 minutes: 232 mg/dl (advantage) and 106 mg/dl (doctor's meter) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
The lay user/patient contacted lifescan alleging a battery indicator issue with the meter. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.